Event description:
Consumer alleges he was using the heating pad (plugged into a power strip) on the small of his back while sitting in a recliner. He felt burning and got up to find the heating pad was smoking and he found two burn marks on the recliner. His skin was red, but did not require medical attention.

Manufacturer narrative:
Consumer admits to leaning against the heating pad and having it plugged into a power strip, both of which are violations of the instructions and warnings provided. The product has been requested form the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.